Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a urinary tract infection (uti) in (B)(6) 2016.

Event description:
Additional information from the patient reported that they were given antibiotics to treat the urinary tract infection previously reported. It remains unclear what led to the uti and if it is resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.